Event description:
It was reported that during the implant procedure, the physician was unable to extend the lead screw during the second repositioning. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor blood/body fluid (not obstructed). Upon inspection, it was noted that the helix will not extend at this time due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant attempt. Upon visual inspection, it was noted that the outer insulation of the lead was breached. Upon visual inspection, it was noted that the lead was damaged during the implant process.